Manufacturer narrative:
This report is being filed on an international product, list 07k70 that has a similar product distributed in the us, list number 06c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely decreased total psa result while using architect total psa reagent. The customer provided the following result data: initial result: 0.015 ug/l (incorrect). Retest results (tested using other analyzers): 8.681 ug/l, 8.977 ug/l and retested with aliquoted tube: 8.627 ug/l. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, field data review, a search for similar complaints, and a review of labeling. Return material was not available. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that the medians of patient results are within the established limits for lot 77123fn00. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total psa assay, list number 7k70, lot 77123fn00 was identified.